Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. Water was discovered in the blower. The customer reported replacing the blower and flow assembly and gas delivery system and the issue was resolved. The unit passed performance verification testing and was returned to service.

Event description:
It was reported that the unit is not working. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 20dec2018. The gas delivery system was returned to philips for investigation. Replacement of two components of the combination of airflow sensor subsystem resulted in the unit passing all testing. The root cause of the failure was determined to be the fault of a component of the airflow subsystem.